Event description:
End-use reports redness to peristomal skin located under wafer's mass at the 3 o'clock position for approximately a month. It is reported that patient was in use for a few days.

Manufacturer narrative:
Based on the available information this event is deemed a serious injury. It is reported that end-user saw a dermatologist, (B)(6), approximately one month ago who prescribed kenalog spray. It is further reported that end-user uses the following products for skincare prep: use a non-residue soap; rinse well; apply powder to reddened area; seal in by blotting with sensicare skin protectant wipe. End-use was instructed to avoid the use of hollister medical adhesive; allow kenalog to completely dry prior to application of wafer when using. In addition, end-use was instructed to fill in creases at the 3 o'clock position with small pieces of eakin cohesive seal and mold, and to not cut moldable wafer prior to application. Lastly, end-user was advised that samples of stomahesive powder; moldable wafer and instruction sheet will be sent, and to contact health care provider if issue persists. No additional patient/ event details have been provided to date. A return sample for evaluation is not expected. Should additional information becomes available, a follow-up report will be submitted.

Manufacturer narrative:
The product associated with batch (B)(4) was made according to specification. After detailed batch review, no discrepancies (includes non-conformances/deviations) were found. This complaint is not associated with a product malfunction. The complaint/incidence data-post market data analysis (trend analysis), clinical review, root cause analysis and risk assessment indicate a consistent rate of complaints as a result of skin complications which are caused by a variety of external factors not related to the design, materials, and/or processes of the product. No further actions are required, and this complaint will be closed. Product monitoring reviews will monitor for product trends if this issue were to reoccur. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted. Reported to the FDA on april 14, 2016 (B)(4).